Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys probnp ii immunoassay result for one patient sample. The initial result was 28.5 pg/ml and the repeat results were 661 pg/ml and 643 pg/ml. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found there was misadjustment of the sample pipette liquid level detection. The sample probe was replaced and calibration performed. The analyzer was then found to be working within specification.